Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a decrease in the r-wave amplitude and it varied. Re-programming was performed. Approximately three months later, the lead displayed one high rate non-sustained ventricular fibrillation episode, short v-v times, over-sensing, and low r waves. It was determined re-programming would be performed by "pushing the detection intervals out, provocation tests done, and an increase in remote monitoring. The lead remains in use and no patient complications have been reported as a result of this event.